Event description:
It was reported that bd nexiva, tubing separated from adapter. The following information was provided by the initial reporter: patient was receiving taxol via left ivl in the underarm. Tubing from the plastic IV insertion snapped off leading to chemo and blood spill onto patient's left rib and left hip. No irritation present on skin and patient endorsed feeling okay. No adverse event or serious injury reported. No patient impact.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation findings: our quality engineer inspected the photographs and sample submitted for evaluation. Bd received one photo and one unit of a 24gx0.75in nexiva device from an unknown lot for the investigation of this complaint. The unit on the photo appears to be the physical unit that was returned. A gross visual inspection shows that only part of the device was returned. The extension tubing that is attached to the y-adapter of two q-sytes. No sign of used is observed on the device though the other end of the extension tubing is separated from the joint of the wing adapter. The unit was investigated by looking for the presence of adhesive on the extension tubing, there was no adhesive on the extending tubing. The end of the tubing was also investigated for any striation and none was found therefore indicating that the lack of adhesive around the joint likely caused the reported complaint. The reported nonconformance was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error in the packaging process. This type of defect may occur during manufacturing due to a misalignment the adhesive distribution station. The appropriate manufacturing personnel were notified of this complaint. A device history record review showed no non-conformances associated with this issue during the production of this batch.